Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of f3. The root cause could was determined to be a broken door latch assembly. The door assembly was replaced to repair the reported condition. A follow up report will be submitted if additional information becomes available.

Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump which experienced f3. It is unknown when or at what point in the process this condition occurred. Device evaluation determined that the reported condition was caused by a broken door latch assembly. The facility representative stated that there were no reports of patient injury or medical intervention. No additional information is available.